Event description:
The customer reported to olympus that during a therapeutic procedure, the visera elite iii video system center; while being used with the 4k camera head displayed a scope communication error (e226); the bottom of the display screen no longer appeared and was black, and the colors of the image became strange. During the procedure, the scope was replaced with a 2d flexible device. There were no reports of patient harm associated with this event. Related to patient identifier (B)(6) (ch-s700-xz-ea/ 4k camera head; serial number (B)(6)).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.